Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up on the patient's profile. The technical support specialist (tss) found no open order associated with the patient, which explained the absence of the medication entry. The tss advised the user to contact the pharmacy for further assistance in resolving the order issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the medication was not showing up on patient profile. The customer reported that the issue occurred while trying to pull medication for the patient. However, there were no delay, no adverse events or injuries reported based on this event.